Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion and prime tests. Insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump was unable to perform no delivery test due to motor error alarm. Unit was received with broken battery tube threads, broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, cracked display window corner and missing end cap sticker.

Event description:
The customer reported a motor error alarm. The blood glucose reading was 257 mg/dl. The unit was not exposed to a strong magnetic field. The patient was assisted with clearing the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.